Event description:
It was reported the cadd administration set would not prime past the filter. This was before the patient had been attached to the pump. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10065. The report was submitted in error.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found no obstructions nor other workmanship defects were detected in none of the joins of the products. There was no evidence of the error or reported problem recorded in event history log. The samples were set for accuracy testing and priming testing and a balance to look for unusual function. No discrepancies were detected, priming successfully passed. The failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples tested and successfully passed. No corrective actions were required since the complaint was not confirmed. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.